Event description:
It was reported that the patient underwent a replacement procedure involving an inflatable penile prosthesis (ipp) due to the cylinders not being long enough nor giving enough girth. The explanted device was placed at the beginning of the year to help correct patient's peyronie's disease. The patient was said to be doing well after the procedure. No more information available through physician. Should additional information become available, it will be provided.